Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg has not functioned in years due to lack of upkeep in charging. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was obtained, revealing that the patient's ipg was replaced via surgical intervention on 19aug2024. Therapy was restored post op.